Event description:
It was reported that the user experienced a high blood glucose episode the night prior and a low blood glucose episode the following morning, and troubleshooting with education was completed. Symptoms included hypoglycemia to 40 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included case-based troubleshooting and user education. Investigation of this case revealed an unclear cause for the hypoglycemic event with no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.